Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, the customer was not able to focus any of their endoscopes. The surgeon decided to convert to traditional open surgical technique to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) discovered that the issue experienced by the customer was associated with a defective endoscope. A replacement endoscope was provided to the customer. As of (B)(4) 2008, there have been no reported recurrences of the issue at this hospital.